Event description:
It was reported that diaphramatic stimulation occurred at low output voltage in unipolar. Apparent fracture and insulation failure reported. Rv lead was removed from service. No patient complications have been reported as a result of this event.